Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter with the one-way valve attached. The extender tubing and kontron connector were also returned. The sheath was not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.9cm from iab tip. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a kink, which eventually failed causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) could not pass through the sheath. It was noted that the customer was using a 9fr terumo sheath. They tried multiple .025 wires, but could not get the iab through. They then used a 50cc arrow iab and was able to insert it through without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).